Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) side car-rx pushback. A visual evaluation of the device found the basket to be closed/ retracted. The full length of the side car-rx was found to be torn and presented pushback out of specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the side car-rx was torn. Additionally, the side car-rx presented pushback out of specification. Most likely the device was without issue prior to use, and the issue occurred during/ after the second pass into the duct. The complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedure factors encountered during the procedure performance was limited; therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the trapezoid&#10258;x basket was inserted and removed from the bile duct once or twice to remove a stone. After the stone was removed, the side car-rx (guidewire port) was noted to be torn. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; side car-rx pushback.